Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
B1-corrected b5-additional information: on (B)(6) 2021 the lens was explanted. Additional symptoms reported: transient loss of bcva, pupil block, pigment dispersion, unreactive (fixed) pupil. The cause of the event is reported as device and unknown: "possible failure of pi's." H6-clinical code 4581 [pigment dispersion, unreactive (fixed) pupil]. Health impact code corrected. Claim# (B)(4).

Manufacturer narrative:
Patient information-unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.0 diopter, into the patient's left (os) eye. The surgeon reports the lens "vaulted too much" and high pressure. Attempts to obtain additional information have not been successful.